Event description:
It was reported that the health care professional suspected loss of capture (loc) on this patient's left ventricular lead. Technical services (ts) confirmed loc. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional suspected loss of capture (loc) on this patient's left ventricular (lv) lead. Technical services (ts) confirmed loc. This lead remains in service. No additional adverse patient effects were reported. Additional information from the field representative provided the patient has been evaluated in clinic and it was determined there was no lv loc. The clinic will continue to monitor the patient. This lead remains in service. No additional adverse patient effects were reported.